Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not be removed from the lumen of the left ventricular (lv) lead. A new lv lead was used and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed and the distal conductor of the lead was obstructed due to a guidewire fragment stuck in the lumen. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.